Manufacturer narrative:
Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial#(B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3387-40, lot# v001355, implanted: (B)(6) 2006, product type: lead. Product ID: 3387-40, lot# v001355, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns with their device or therapy, but they have not sought further help. No further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had turned their stimulation off for "several months" because it had caused a shocking or jolting sensation. It was stated that the patient had tremor relief, even though the device was off. The patient was considering having her device removed to have an MRI. No further information was provided. If more information is received, a follow up report will be sent.